Manufacturer narrative:
(B)(6). The lot was manufactured between march 31, 2019 and april 02, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed, and it was noted that leakage was observed at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.